Event description:
Customer reports that the pt vomited 5 hours post-op causing the sutures to break. Skin staples were intact, however the running stitch was broken. Pt required re-operation to repair suture line.